Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. It was reported that following insertion the patient experienced urinary frequency, urgency and recurrent urinary tract infections. It was reported that patient underwent mesh revision on (B)(4) 2011. No additional information was provided. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 5/16/2019. Additional narrative: it was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on unknown date. No additional information was provided.